Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) failed to generate an atrial output during preventative maintenance testing. The caller attempted to use an external implantable pulse generator analyzer but was unable to obtain any output. The call taker suggested using another external implantable pulse generator analyzer and to send information on the epg manually. The caller will send in the epg for repair if the necessary testing cannot be completed. The return status of the device is unknown. There was no patient involvement.